Event description:
This product is a clinical device. Patient received conscious sedation during procedure. Sedation was reversed after procedure with patient unresponsive, agitated and exhibiting right sided paralysis. Patient immediately underwent neuroangiography, neurovascular rescue, tissue plasminogen activator, urokinase infusion for occlusion of left main coronary artery and taken to coronary care unit.